Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the vns patient has been experiencing aberrant firing and was reported to be likely referred for battery replacement. The treating neurologist reported that he feels this patient has pseudo seizures and some contributory psych issues. It was stated that the patient has missed multiple appointments due to police altercations and possible drug/alcohol abuse. Good faith attempts for further information from the physician have been unsuccessful.